Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set tubing was leaking at infusion site for five hours. The patient changed soft cannula infusion set only and resumed insulin. No further information available.